Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and "folded device" diagnosed by ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: - crease folding of implant: observed. - capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: - yellow and red particles on the surface of the shell. - deformation observed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and "folded device" diagnosed by ultrasound. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and "folded device" diagnosed by ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Creases folding of implant: observed creases on the surface of the device. Additional observations: observed wear abrasion on the device. Yellow particles observed on the surface of the device. Observed air voids in the gel. Observed deformation on the device. No further actions are required as the device was implanted.